Event description:
It was reported that the suture broke several days following a skin lesion excision surgery. Pt was noted to be kneeling and applying a pulling force on the suture by the skin at the time. The sutres were removed and discarded and the incision was allowed to continue healing with no further intervention. The physician stated that the suture was drawn very thin at the point where the breakage occurred, which indicated that the extra forcecs applied to the suture caused the breakage.